Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a rash on her back and under breast area. Patient described a red rash with pimples and peeling skin under the breast area. Patient reports the are under the breast is open and has patches. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse applied mirfulan ointment and a physician prescribed an ointment as well. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.